Event description:
This event was occurred in (B)(6) that a screw was broken while being implanted in a patient. The screw was explanted.

Manufacturer narrative:
We were informed about this event occurred in (B)(6) by our distributor. We haven't received any information about patient, and the devices haven't not been returned yet. We will follow up on this event when we receive any information about the patient, and after these broken screws are evaluated.